Manufacturer narrative:
Initial reporter facility name:(B)(6). Serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, fill included medications (digoxin 0.5mg/2ml and magnesium sulfate d5w 100ml) that were at maximum and not loaded in the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, the technical support specialist (tss) accessed the database tool and queried item to station mappings, identifying multiple ghost inventory pockets for the affected station. The station inventory pockets were deleted, and inventory was resent from es. Data was confirmed to have repopulated correctly. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, fill included medications (digoxin 0.5mg/2ml and magnesium sulfate d5w 100ml) that were at maximum and not loaded in the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.